Event description:
The facility's service rep reported an infusion pump with a 715 failure code on channel a. Information was requested by baxter regarding whether or not the incident occurred during pt use or during biomed testing and whether there has been a report of any pt incident involving this pump since the last baxter service event, but no additional information was available. Additional contact information was requested but no additional contact was identified.